Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his health care provider told him to get a replacement insulin pump because they were unable to upload the information. The insulin pump alarmed no delivery. The customer experienced high blood glucose levels around 800 mg/dl and low blood glucose levels around 40 mg/dl. The customer was hospitalized due to his high blood glucose level. The insulin pump was stuck in the priming loop and alarmed motor error. The issue was resolved by clearing the alert and tried manually to get it to work. The device was not returned.